Event description:
It was reported that the pt underwent anterior cervical procedure performed on (B)(6) 2013. Subsequently, the pt returned to the office complaining of slight dysphagia and slight pain. Reason procedure was performed on (B)(6) 2013, during which it was noted that two (2) of the locking tabs had broken. The plate and eight (8) screws were removed and replaced.

Manufacturer narrative:
Magnified images of both failed rivets (locking tabs) indicate a fatigue fracture. The underside of the rivet (locking tab), surface closest to the bone screw, has indications of contacting with the bone screws on both rivets (locking tabs). A fatigue fracture is created by cyclic loading and unloading up to a point where there is failure. The bone screws were pushing against the rivet (locking tab) thereby placing a load on the rivet (locking tab). The amount of load that was placed on the rivets (locking tabs) cannot be determined; however, because the fracture was determined to be a fatigue fracture. The load was cyclic, meaning the load was repeatedly high then low. This high/low load cycle caused the rivet (locking tab) to fail. It cannot be determined at this point the cause of the bone screw placing a cyclic load on the rivet (locking tab). Review of the receiving inspection report found that a total of (B)(4) pieces of this lot were received from the supplier and released for distribution in august of 2012 with no deviation or anomalies. Complaint history review did not reveal any additional issues reported for this part/lot. Further review of all part numbers in this product family did not identify a trend of fracture of the locking tabs.